Event description:
Clinic notes dated (B)(6) 2014 were initially received indicating that the patient had been experiencing an increase in seizures and that the generator is showing it needs a battery asap. It was noted that this may be there reason for more seizures. Device settings were changed and the patient was referred for generator replacement. It was noted that the worsening of seizures may be related to low vns battery as well as stress. It was noted that the patient has had two seizures since (B)(6) 2013. Clinic notes dated (B)(6) 2013 note that the vns has made a huge difference in improving the patient's seizures. The patient underwent prophylactic generator replacement on (B)(6) 2014. The generator was received for analysis. Analysis of the generator was completed on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The generator was at ifi = yes, indicating that the generator was still able to deliver intended therapy. It is unknown if the increase in seizures was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.